Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed the basic occlusion, displacement and 10u bolus delivery tests. No motor error alarms occurred during test. The motor passed the motor test. The device had a cracked reservoir tube, cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has recurring motor error alarms. Blood glucose value was 400 mg/dl; tried treating with the insulin pump but bolus kept stopping and she had not treated with back-up plan. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to rewind but alarm would happen every time. She mentioned she also had a motor error alarm in october. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.